Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported getting inaccurate etco2 readings during a pt event. There was no pt impact.